Manufacturer narrative:
A good faith effort was made to obtain additional information on how this issue was resolved for the customer but has been unsuccessful to date. The resolution is unknown at this time. H3 other text : see h10.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the blood oxygen saturation cannot be measured and vital signs cannot be monitored. It was indicated there was a serious injury; however, no additional information was provided.